Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_13 mini / 2.4.2 / ios_15.4.1.

Event description:
It was reported that the customer experienced difficulties turning the pump screen on, with the wake button requiring to be pressed with extra force in order to turn the pump screen on. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.